Event description:
Healthcare professional reported left side deflation. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional additionally reported left "particles in valve".

Event description:
Healthcare professional reported left side "deflation".additionally reported "particles in valve". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: deflation: observed, total delamination of valve assessed as adhesive failure. Other-technical: no observed particle in the valve.